Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a procedure to treat arteriovenous malformations (avms) with a gold probe. The settings for the generator were bipolar soft, effect 2 at 20 watts. The pt returned later and a perforation was discovered. Surgery was performed to address the issue.

Manufacturer narrative:
The esu was deemed to be functioning properly by the account; therefore, the generator was not returned to erbe for an eval. Also, no other issues have been reported since the notification of the incident. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem occurred that would have caused or contributed to the reported event. To further address the issue, additional in-service work is planned with the medical staff at the hospital on 09/28/09. No trends were identified with the reported incident. Erbe USA, inc is now closing the file on this event.